Event description:
It was reported that during a colon resection, after firing, the doctor noticed that the "donut" was not complete. She then examined the staple line of the anastamosis, and found that staples were not present in approximately one third of the circumference. There was no patient consequence. One device will be returned.